Event description:
The sales representative reported the device was implanted in 2003. At first the oxygen reading appeared to be normal. Within hours of implantation, the oxygen reading appeared to be going down and continued to drop to zero. The probe has been in place for six hours. The patient was on oxygen and this was challenged with no rise in the oxygen reading. This was used with the im3.st. A hemadex (blood flow catheter) was used in the icp channel instead of the icp probe. No patient injury was reported but monitoring of the brain oxygen level was not possible.